Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and as the iab was being advanced through the sheath it became stuck. As a result, the iab was removed and another iab was inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.